Event description:
During rinseback following a routine hemodialysis treatment, arterial air alarms occurred and air was visible in the arterial line. Operator attempted to manually remove air from the line but was unsuccessful. Manual rinseback attempted but the venous line was not able to be returned due to clotting, which resulted in a 50cc blood loss. No medical intervention was required.